Manufacturer narrative:
Additional information: the sponsor assessed the event as intra-procedure related and related to the balloon angioplasty. The cec adjudicated the event as I ntra-procedure related, related to the balloon angioplasty and not related to the secondary procedure, study device or dialysis cannulation. The balloon angioplasty was the non mdt balloon used during the pre-planned maturation fistulogram. After stenosis was noted the principle investigator did the angioplasty. The balloon was used to treat the stenosis in the anastomosis and more specifically the right perforating vein adjacent to the fistula and the fistula. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one ellipsys catheter was used to create an arteriovenous fistula (avf) in the left arm. Access was achieved, the device was deployed and the fistula was successfully created. Balloon was done following avf creation with a non mdt balloon. Approximately 3 weeks post procedure the patient suffered from perforating vein and fistula stenosis. The patient had come in for a pre planned maturation fistulogram. However, significant stenosis was noted in the right perforating vein adjacent to the fistula. The fistula was treated with an angioplasty. Further imaging afterwards showed that the fistula was widely patent with no residual stenosis in the perforating vein and brisk flow through both the cephalic and basilic veins was observed. The procedure was ended and the patient was discharged in good condition. The patient recovered.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.